Event description:
The customer reported that the unit failed several ECG autotests.

Manufacturer narrative:
The unit was evaluated at philips, and the reported symptom was duplicated. Replacing the processor pca resolved the issue.